Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced loss of stimulation. System was interrogated and the lead appeared to be repeatedly twisted which caused the low impedances. As a result, the patient's lead was explanted and replaced on (B)(6) 2021 to resolve the issue. Effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.